Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away sometime overnight between 12/16/2022 and 12/17/2022 at the hospital while reportedly wearing the lifevest. The patient received an appropriate treatment which converted the arrhythmia to a slower rhythm. The device was started up at 22:05:41 on (B)(6) 2022. At 18:35:36 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 140 bpm. At 18:39:15, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 140 bpm. The post shock rhythm was sinus rhythm @ 90 bpm. At 18:49:37, an arrhythmia was detected. ECG shows vt @ 150 bpm. The lifevest properly detected vt at 18:49:37 on 12/16/2022. Response button use prevented the lifevest from treating the patient. At 19:00:38, an arrhythmia was detected. ECG shows vt @ 140 bpm. The lifevest properly detected vt at 19:00:38 on (B)(6) 2022. Response button use prevented the lifevest from treating the patient. The electrode belt was disconnected at 19:22:56 on (B)(6) 2022.